Event description:
A medical student working in a clinic took a pt's blood glucose meter and equipment (contained in a carrying case) from the pt's room without first checking to make sure all used lancets/contaminated equipment was removed. Subsequently, while handling the equipment, the medical student was stuck by the pt's used lancet in the palm of his hand. The pt test hiv seronegative, but the medical student was required to initiate postexposure prophylaxsis with antiretroviral agents.